Event description:
Consumer had used the larger model of the diabetes care kit with no problems for 9 years. In may of 1995 she switched to the smaller version (purse size) and the last two test strips (which came with the kit) read incorrectly. She said they read over 400 points over what her sugar actually was. She said that she later had an adverse reaction due to taking too much insulin (she had convulsions) and was seen in the ER of a local hosp.